Event description:
During the lap splenectomy procedure, the clip malformed when fired - legs were crossed rather than parallel. There was no pt consequence. One product has been discarded and one is being returned.